Event description:
This is a supplemental report to provide additional info requested from the FDA. The original MDR was filed 9/4/1998. There are still no adverse effects reported regarding the pt's condition as a result of this occurrence.